Event description:
It was reported that the customer had been receiving low insulin alerts that the customer dismissed without loading a new cartridge. The customer's blood glucose level was reported to be high due to not receiving insulin.

Manufacturer narrative:
The t:slim pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.